Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure. The patient was doing well post operatively. The explanted device will not be returned as it was kept by the facility.